Event description:
Procedure performed: unknown. Event description: the cannula was bent and the obturator broke inside of the patient. All of the pieces were retrieved from the patient. It was a clean break. Intervention: replaced with a new trocar. Patient status: patient is okay.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: the cannula was bent and the obturator broke inside of the patient. All of the pieces were retrieved from the patient. It was a clean break. Additional information obtained from account manager via email on 30jun2025: 39-year-old female undergoing a laparoscopic sleeve gastrectomy on (B)(6) 2025. It was reported that upon insertion of 5mm trocar into the patient¿s abdomen the trocar broke inside the patient. However, upon further review it was determined that the trocar bent. Intervention: replaced with a new trocar. Patient status: patient is okay.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged trocar. The wall thickness of the cannula and obturator were measured and met specifications. Based on the condition of the returned unit, it is possible that the bent cannula and fractured obturator was caused by the surgeon¿s insertion force. However, applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.